Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provision of 21 cfr, part 803. The report may be based on the information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. H10 additional narrative: product complaint (B)(4). Investigation summary : no device was received. Root cause undetermined. Depuy synthes considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation may be re-opened as necessary. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
(B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. (B)(4).

Event description:
Literature article "clamping drainage is unnecessary after minimally invasive total knee arthroplasty in patients with tranexamic acid" (2016) by yuangang wu, md, timin yang, md, yi zeng, md, canfeng li, md, fuxing pei, md, and bin shen, md published by medicine http://dx.doi.org/10.1097/md.0000000000005804 was reviewed. The article purpose: to compare the effects of clamping versus not clamping drainage following mis-tka in patients in whom txa was used. The article reports: from january 2015 to december 2015, 121 patients undergoing unilateral primary mis-tka were enrolled and randomly divided into 2 groups; clamping group (n=60) nonclamping group (n=61). The clamping group experienced better drainage volume results than the nonclamping group by a highly statistically significant amount. Complications were statistically significant between both groups. Pfc sigma implant was used in all cases. Impaired healing was a combination of blistering (2) and wound ooze (5); both at the 6 month time point. These were both successfully treated with proper wound care, dressing reinforcement, and antibiotics. Depuy products involved: pfc sigma. Complications: dvt (2), haematoma (1), impaired healing (7).